Event description:
During a patient prep, the sage product was removed from the warmer and when the "peel here" tab was pulled back to expose the towelettes, glass shards were found attached to the adhesive. This happened with the same product/lot number and two different packages/occurrences. In one occurrence, due to the presence of the glass, the nurse opening the packaging cut herself and bled. The entire lot was removed from the warmers and shelves and quarantined per hospital protocol.